Event description:
Report received that a physician observed high impedance on a patient's vns. No surgical intervention has been taken to date. No further relevant information has been received.

Event description:
Further information was received that the lead was replaced. Pre-operative diagnostics were taken and confirmed the presence of high impedance. The explanted lead was reportedly sent to the hospital's pathology department in many pieces. Per this explanting facility's procedure, the lead was discarded after being processed in pathology. No additional relevant information was obtained.